Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was in upper 500 mg/dl and over 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip. Based on customer¿s report customer does not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. The customer performed high pressure test and it passed. The customer was also hospitalized on (B)(6) 2019. The insulin pump will not be returned for analysis.